Manufacturer narrative:
This report is filed, (B)(6) 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced discomfort with device use resulting in limited use of the device. Subsequently on (B)(6) 2016 the device was explanted; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.